Manufacturer narrative:
Cont. E.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Visual evaluation: device photograph(s) for the device related to the reported event of broken device was reviewed on 23-february-2022. Visual analysis of the photographs identified lot number in the patch: 3463388 and catalog: ssx-610. Opening in the anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.

Event description:
Healthcare professional reported broken device at the time of implant surgery. This record is for an unknown side. The device was removed, discarded, and a replacement device was used to complete implant surgery.